Event description:
The customer tested her blood glucose and received a reading of 400 mg/dl using her contour meter. She retested using another contour meter and received a reading between 120-150 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.